Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet became soaking wet during a walk in the rain, felt very hot when placed on a charger, and then would not charge, after which a replacement ilet was arranged and the original was returned. Symptoms included no reported adverse health effects. Outcomes included replacement of the device and no medical intervention. Investigation included customer troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a reported failure to charge following fluid exposure and overheating of the device enclosure and charging function.. It was concluded that the cause was environmental exposure to moisture leading to device malfunction.